Event description:
It was reported that the asymptomatic patient felt the patient notifier. The atrial lead had an alert for less than 100 ohms impedance on (B) (6) 2009. The lead also exhibited noise, causing inappropriate automatic mode switch episodes. After the low impedance reading, lead impedance returned to the 300 ohms range. The patient would be monitored.